Event description:
Pt was having treatment with continuous renal replacement therapy -crrt- machine -gambro- when the air alarm sounded shutting down the pump mechanism. Immediate response by attending rn revealed the pump had stopped, thereby preventing a potentially fatal air embolis to the vena cava and 150cc of blood in the machine and on the floor. Examination of the filter and attached tubing revealed a liner tear or breach in the tubing for the roller clamp nearest to the red line tubing. The machine was taken out of service and all filter sets with the same lot number were sequestered and the MFR notified.